Event description:
It was reported that the patient complains of groin pain, tendonitis, and her balance is off. Patient has scheduled a visit with her surgeon for next week.

Manufacturer narrative:
The patient is 69 inches tall. Additional information has been requested and if received, will be provided in a supplemental report.